Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose and were no longer in axial alignment. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted. It was determined that if a cutter was able to be inserted with this type of damage, and the device was run, heat would be observed from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the attachment device was getting hot. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.